Event description:
The customer reported that pacing is abnormal. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The symptom was found during testing of the device. The reported symptom was confirmed by the evaluation of a philips field service engineer. Replacement of the power pca resolved the symptom. After passing all required testing, the device was returned to use.